Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure. According to the complainant, the patient had been presenting with pain in the area of the sling since the day of the procedure (exact date unknown). There were no complications during the initial procedure. It was reported that the pain still exists and that the physician has been treating the pain. The physician operated on the patient, but the date and type of operation are unknown. The patient's current condition is also unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.